Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver did not alarm. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.